Manufacturer narrative:
Additional information has been received regarding battery cap recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test and displacement accuracy test. No under delivery anomalies noted during testing. Unit successfully downloaded to thump and carelink. Confirmed 524000 (52.4 u) units of normal bolus was delivered on oct 31, 2025. No unexpected insulin flow blocked alarms noted during testing, and p-cap locks properly into the reservoir compartment. No insulin flow blocked alarm found in pump downloaded history during event date or two days prior. Pump was cut to perform visual inspection and found evidence of no physical or moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, scratched case and minor scratches on lcd screen. Pump passed functional testing and no under delivery anomalies noted during testing. No delivery/occlusion alarm, unexpected insulin flow blocked alarm was not confirmed. Unable to confirm battery cap broken/cracked/damaged due to receiving pump with no battery cap. Cosmetic damage not confirmed at screen, however, other cosmetic damages were noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced false delivery alarm, damage to the pump, insulin flow blocked alarm, damage on battery cap. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-382a, mmt-332a. Troubleshooting was performed for the damage. Found the damage on screen/display and it was affecting the pump functionality. Troubleshooting was not performed for the other allegation. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue using the device. No product return is required for mmt-382a, mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.